Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was under-expanded when deployed. A balloon aortic valvuloplasty (bav) was performed causing the valve to dislodge north on the non-coronary cusp and the valve failed to seal completely resulting in moderate paravalvular leak (pvl). A second valve was successfully implanted reducing the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.